Event description:
It was reported that the patients ipg was having difficulty holding a charge. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well postoperatively. The explanted device will not be returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.